Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va17lxk, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead. No device analysis was performed; the device met risk-based analysis criteria. Both ipg ((B)(4)) and tined lead ((B)(4)) . (B)(4).

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that there was an infection. The rep stated there were no environmental/external/patient factors that may have led to the issue. The rep reported the issue was not resolved at the time of the report. It was noted the lead and the ins were explanted on (B)(6) 2016. The rep stated the patient was presented with an infection at the pocket wound site. The hcp treated the infection got it got worse. The rep noted the battery and lead were explanted and positive for culture for infection. The hcp was treating the infection at the time of the report. The rep noted the infection was at the implantable neurostimulator site. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional (hcp) and it was reported that the infection at the pocket site had been resolved. The hcp reported that it was a staph aureus wound infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.